Event description:
The patient presented with high impedance. The lead and generator were replaced. The explanted suspect device has not been received to date. No further relevant information has been received to date.